Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the clearlink system continu-flo solution set broke, and the patient subsequently bled. During an unspecified infusion via the patient¿s central line the nurse observed ¿the IV tubing broken off at the hub¿ and further noted ¿blood flowing from the central line¿ onto the patient¿s bed. The volume of blood loss was not reported. The nurse ¿disconnected the broken IV tubing and flushed and clamped¿ the patient¿s intravenous line. No further information was available at the time of this report.

Manufacturer narrative:
Additional information was added to h3 and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the assembly of the second y-site clearlink and the tubing. It was also noted that there was a lack of solvent at the tubing (the solvent was not applied in all the circumference of the tubing). Dimensional testing was performed to the tubing and clearlink y-site housing and were according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.